Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to after multiple lead repositioning, the helix stopped working. The lead was never in service. No adverse patient effects were reported.